Event description:
It was reported that the pt underwent a plastic surgery procedure in 2003. The pt had an inflammatory response to the suture. Pt developed cystic areas. Pt was prescribed antibiotics and steroids. Site was aspirated and drained.